Event description:
The customer reported elevated total t4 (tt4) and free t4 (frt4) results for one patient correlation study during validation of the unit, involving access 2 immunoassay system. The elevated results were discordant with an alternate testing methodology. The results were not released out of the laboratory and were utilized for correlation study only. There was no patient impact associated with this event. The customer supplied beckman coulter, inc. With the patient samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Customer product line support (cpls) laboratory tested the patient sample and confirmed the existence of "interfering substances" in the patient's sample producing falsely elevated free t4 (frt4) and total t4 (tt4) results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.